Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. In (B) (6) 2006, a 3.50x16mm taxus express2 stent was deployed in the posterior descending artery (pda) and a unknown size taxus express2 stent was deployed in the left anterior descending (lad). In (B) (6) 2010, restenosis was identified in the 3.50x16mm taxus express2 stent.